Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted: (B)(6) 2004; 5076, lead, implanted: (B)(6) 2004; 4194, lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, atrial fibrillation (af) episodes recorded with atrial noise. Lead measurements were good. Re-position of the ra lead was scheduled. During the ra lead revision procedure, arm manipulation produced short periods of atrial noise. Replacement of ra lead was attempted, but not successful due to subclavian vein occlusion. The ra lead sensitivity settings were re-programmed, the lead remains in use and patient monitored during follow up visits. No patient complications have been reported as a result of this event.